Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during post implant check, the right atrial lead exhibited phrenic nerve stimulation. The lead was programmed off. The patient was stable after the programming changes.